Event description:
The facility representative reported an infuso.r. Pump with a condition of "the clamp is broken." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of an infuso.r. Pump with malfunction of "the clamp is broken" was confirmed during device evaluation. The assignable cause was identified as a damaged syringe holder. The syringe holder assembly was replaced to resolve the reported problem. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.